Event description:
It was reported that after advancing the device to the bile duct, the cutting wire broke when "turned on electricity." The wire did not detach from the device. The procedure was completed with another autotome sphincterotome device. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.